Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the unit had an activation issue. Accordingly, the device activate without the activation button being pushed. Another device used and it worked fine to complete the procedure. There was no patient injury.

Manufacturer narrative:
One device was received for evaluation. The returned product did not meet specification as received. Initial visual inspection found no defect. The reported condition was not confirmed. The device did not self activate when plugged into a generator. However another failure was found; the device produced re-grasps alarm during activation. The investigation found that the device produced an instant re-grasp alarm when activated. The device was disassembled and a red bad wire crimp was found. The manufacturing engineer was notified and confirmed that product did not meet specifications. The device should seal completely and not activate any alarm. Examination of the crimp revealed that the crimp was bad and the resistance through the crimp measured as open. This poor crimp caused the device resistance to rise out of specification after repeated activations. The higher than specification resistance caused the generator to go into the re-grasp alarm condition. This crimp defect is a mis-assembly in manufacturing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.